Event description:
It was reported that the patient's right ventricular (rv) pace/sense/defib lead might be over sensing based on the number of sensing integrity counts (sic) collected. Assistance in interpreting the data on a save to disk (std) was requested. It was further reported that there continued to be high sics. The lead was capped and replaced. It was also reported that there may have been a setscrew issue with the device. The device was explanted and replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned, analyzed and no anomalies were found. We did receive performance data collected from the device and have analyzed the data. Analysis concluded that no anomalies were found. The high pre-ventricular contractions single counts and runs are likely due to increased sensitivity of integrated bipolar programming mode. There were no atrial sensing integrity counts (sic) and approximately 4 ventricular sics per day since last session.